Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) had intermittent undersensing. The device is still in use. No patient complications have been reported as a result of this event.